Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient reported he now feels soreness at the ipg site that starts during charging, and lasts for approximately a day afterwards. The patient also stated he experiences pain at the ipg site when he's lying on the side where the ipg is located. Regardless, the patient still plans to undergo surgical intervention.

Event description:
The patient reported the experienced pain and soreness at the ipg site when he sleeps on his right side. The patient also reported the pain dissipates and resolves itself in about 2 hours after the pressure is taken off of the ipg site. Additionally, the patient reported he has lost weight and the ipg is loose in the pocket and is able to move. Follow-up information revealed the patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.